Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in belgium. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, the 3t heater cooler was found contaminated. There was no patient involvement. Device has been picked up and a replacement device installed. Device will be sent to manufacturer.

Manufacturer narrative:
The laboratory report was provided. The device will be sent to the manufacturer's site for deep disinfection. Through follow-up communication, livanova learned that the device was cleaned regularly per the instruction for use and that it was placed outside the operating theater during use. Reusable heating blankets are not used by the hospital and the 3t aerosol collection set is replaced after the allowed use period. Moreover, a disposable pall-aquasafe water filter with an 0.2m membrane used for tap water or equivalent performance filter is used. In addition, livanova learned that when the device is not used, it is it stored empty without disinfecting the surface. In addition, the device was found contaminated before and after disinfection. The water sink has been tested but the results were not shared with livanova. As per device instructions for use the surfaces must be disinfected. Moreover, the fact that the unit was found contaminated also after the disinfection can reasonable address the root cause to a deviation in the cleaning procedure or in the sink water contamination that may have caused or contributed to reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the heater cooler device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.